Manufacturer narrative:
H6: investigation summary: bd had not received samples or photos from the customer for evaluation. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10.

Event description:
It was reported that foreign matter was found in the found in the bd vacutainer® sst¿ ii advance plus blood collection tubes additive before use. The following information was provided by the initial reporter; it was found that there were fm in the tube's additive

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that foreign matter was found in the found in the bd vacutainer® sst¿ ii advance plus blood collection tubes additive before use. The following information was provided by the initial reporter; it was found that there were fm in the tube's additive.